Event description:
It was reported that "patient with nephrotic syndrome, who was receiving medication through the catheter, a leak was identified through the entrance hole of the device." The device was removed and the condition of the patient is reported to be 'fine'.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided two photos and one video for analysis. The complaint of a leaking catheter was not able to be confirmed by the media. The pictures appear to show an accumulation of fluid at the insertion site but no distinct leaks on the catheter can be observed in the photos or video. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause catheter component damage or breakage. If placement damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested. Do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "patient with nephrotic syndrome, who was receiving medication through the catheter, a leak was identified through the entrance hole of the device.". The device was removed and the condition of the patient is reported to be 'fine'. Another catheter was used to resolve the issue.